Event description:
Allegedly femoral head was removed during revision of broken neck.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. This report will be updated when the investigation is completed. This is the same event as 1043534-2008-00295, 00297, and 00298. This event occurred in other country.